Event description:
The customer reported an inability to acquire a 12 lead ECG.

Manufacturer narrative:
(B)(4). There was no reported negative patient impact. A philips field service engineer (fse) evaluated the device and could not reproduce the reported symptom. No error messages were noted in the device logs. The electronic event summary were sent to both a philips product support engineer and a quality investigator clinician for review. The event looked as if there were some electrical interference affecting the waveform. The device passed all testing and remains at the customer site for use. The reported symptom could not be reproduced. Philips is unable to determine the cause of the malfunction. No formal communication was requested or provided.